Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the difficult/unable to remove through introducer: clinical details indicate that during explant, the impella cp was pulled entirely into the sheath lumen but could not be removed through the hemostatic valve. Multiple attempts to explant the device were unsuccessful until a wire was introduced to maintain vessel access, and the sheath was explanted together with the impella. Upon removal, a kink was noted in the sheath. The cause of the device removal issue was most likely related to the patient¿s condition of tortuous vessel anatomy, which caused product damage and made it difficult to remove the pump. However, product damage was not confirmed without returned product investigation. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant reported that a patient noted as high-risk percutaneous coronary intervention was being implanted with an impella cp device for mechanical circulatory support. The patient was scheduled for an upcoming transcatheter aortic valve replacement. In preparation for the procedure, the patient was brought to the cardiac catheterization laboratory for right heart catheterization and left heart catheterization, percutaneous coronary intervention (pci) of the right coronary artery (rca) and left anterior descending (lad) artery, and balloon aortic valvuloplasty (bav). The decision was made to insert an impella cp to provide mechanical circulatory support during the procedures because the patient had complex coronary anatomy and a reduced stroke volume. An impella 14fr x 25cm sheath was placed without issue and the aortic valve was crossed with a wire. Bav was performed successfully and the impella cp was loaded over wire. Multiple unsuccessful attempts were made to deliver the impella cp to the left ventricle; however, resistance was met at the aortic valve. The medical team decision was ultimately made to explant the impella and perform the pci unsupported due to aortic stenosis. Impella cp explant was attempted through the impella 14fr x 25cm peel away sheath. The device was pulled entirely into sheath lumen and would not exit hemostatic valve. Multiple attempts were made to explant the device but all were unsuccessful. A guide wire was introduced into sheath to maintain vessel access, and the sheath was explanted along with impella. Upon explant, a kink was noted in the sheath after the impella cp was explanted, the pci of the rca and lad were performed without issue. This complaint involves two impella devices: impella cp, with serial number (B)(6) impella 14fr x 25cm peel away sheath with lost number s9517744 this report specifically addresses impella cp, with serial number (B)(6), which is the subject of this report. A separate report will be submitted for the other device associated with this complaint.